Event description:
It was reported to philips that during a diagnostic coronary angiography, the flexvision monitor froze. A cold system restart resolved the reported issue. The report indicated that the patient passed away. An investigation into this complaint has been initiated by philips.